Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no eval could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting, the vasoview hemopro 2 endoscopic vessel harvesting system produced a great deal of smoke while trying to harvest the saphenous vein. The procedure was completed using the reported device. There were no pt effects. The product was discarded.